Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation revealed that the needle tip is broken, confirming this complaint. A definitive root cause could not be determined but from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The tip of the needle was broken, and it is likely that the tip has been remaining in the patient¿s body. It was brand new and the first use when the issue occurred. The surgery was completed with a 10-minute delay. There was no harm to the patient. Additional info received on 12-21-2016: the affiliate stated 5 passes were made prior to the break.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Event description:
The tip of the needle was broken, and it is likely that the tip has been remaining in the patient¿s body. It was brand new and the first use when the issue occurred. The surgery was completed with a 10-minute delay. There was no harm to the patient. Additional info received on 12-21-2016: the affiliate stated 5 passes were made prior to the break.